Manufacturer narrative:
The reported complaint of a leaking quattro catheter (lot #152182) was confirmed during functional testing. A leak from the catheter was observed at 44cm marker on the shaft. Under microscope, noticed a small sharp cut on the shaft where the leak was observed. Therefore, the root cause is the cut appears to be consistence with the cut made by a sharp tool. Visual inspection of the returned quattro catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device and immediately a leak from the catheter shaft was observed. Thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the quattro line catheter with lot number 152182.

Manufacturer narrative:
The quattro catheter associated with this complaint was not yet returned for evaluation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The quattro catheter was placed by an experienced physician on the right groin and an a line was also placed into the patient's same groin. After initiating ivtm therapy, the physician noticed blood tinge in the saline bag, a catheter leak was suspected due to a tear on the balloon. Following this, the catheter was replaced within 20 minutes. No consequences or impact to patient.